Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure lens found to have a faulty trailing haptic at insertion and physician removed and replaced. There was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).